Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The subminiature switch was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a preoperative checkout, mechanical ventilation was not functional. There was no reported patient injury.